Event description:
Reporter reports test strip expiration date of 11/30/2007 while using the advantage system. Sap expiration date is 11/30/2006. Verified strip expiration with batch records, exp date is 11/30/2006. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.